Event description:
Right total hip revision performed in (B)(6) 2014.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown right hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.